Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was above 500 mg/dl with large ketones. Reportedly, bg level was addressed by administering manual injections. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.